Event description:
It was reported that this patient's left knee was revised. Patient mentioned she experiences severe pain. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. A2: patient reported being born in 1989. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient had a bilateral knee placement. Patient mentioned they are experiencing severe pain. Additionally, the patient reported "knee replacements" as other treatments and intervention. It is unknown if the patient is referring to knee revisions or if they are referring to the initial implant of bilateral knees. No further information available.